Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported downstream occlusion which was not reproduced. The device was tested for downstream occlusion detection and the device alarmed for the downstream occlusion within specified pounds per square inch (psi) range. A review of the event history log identified downstream occlusion messages which are likely a result of normal pump operation. No cause was identified and no correction is required. A service history review found the device was previously serviced for a similar issue within the last 12 months and evaluation did not confirm the complaint. All required service actions were completed in the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.